Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) previous use. (2) disconnecting the wand from the controller after power has been turned on.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a multi ligament reconstruction, 3 ambient super multivac 50 ifs devices failed with e3 and e7 error on the screen. Same thing happened when the console was switched. The activation of the devices was 5 mins only. The procedure was finished with a backup device (megavac 90). A delay of 30 minutes or less was reported and there were no patient complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.